Event description:
It was reported to nova biomedical that a consumer received a blood glucose result of 89 mg/dl. Based on that result, the consumer's grandson called 911. When the emts arrived they tested the consumer, on their unk blood glucose meter, getting a result of 40 mg/dl. It is unclear of the time frame in between readings. During the call to customer support, it was revealed that the consumer has never performed a control solution test on test strips to check their integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter will be returned for evaluation, the test strips will not be returned they were used up and may have in fact been expired per the consumer's grandchild.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.